Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) in that during an unknown surgery on (B)(6) 2021, it was observed that a metal piece fell off the vapr coolpulse90 electrode device. The metal piece was removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode has the cautery tip missing. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr coolpulse 90 electrode: device has not been returned in the original packaging. The active tip is detached (photographs 1 and 2) from distal tip of the device and has not been returned in the packaging. The ceramic tip shows evidence of activation with tissue debris deposited around face and sides of ceramic (photographs 1 -4). The shaft, cable and device plug of the device look to be in good condition. The suction tube shows residues within (photograph 5). It can be seen in photograph 2, that the active suction tube has eroded during use and that there is a section of the active suction tube missing. The missing section has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient¿s joint space. Image 1 shows an isometric view of the active suction tube distal section; the dotted red lines indicate the plane of erosion. Above the dotted red line details the arched section of the return tube that is missing. The missing arched section is the feature of the active suction tube that retains the active tip component. Image 2 details a cross-sectional view of the distal tip assembly, with the red section indicating the active suction tube, the grey section indicating the active tip component and the yellow section indicating the distal ceramic component. Manufacturer summary: visual inspection revealed that the suction tube has been significantly eroded and the active tip shows evidence of prolonged activation, which suggests that the device had been operated for a long period of time. The failure mode seen was consistent with other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. Risk assessment has been performed for the defect seen where a section of device breaks during use and falls within patient and all components are retrieved during the current procedure, line 480 of the product ra applies. The last 12 months¿ sales of the epoch and cp90 electrode variants with the same active tip equate to 141,605 devices. A review of our complaint records over the last 12 months to assess the frequency of this defect shows this complaint failure mode is a low occurrence incident with 11 complaint devices of this nature (all tip fractures) having been reported and confirmed at oste UK since march 2021 therefore the occurrence rate is 1 in 20,209. The severity risk category is ¿serious¿- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 14 and a post mitigation risk of grid 14 are stated, which is ¿serious¿ and ¿probable¿ and rated as as low as reasonably achievable (alra). Our analysis shows the severity and frequency are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for lot u2101084; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it could be observed that the metal plate of the tip is detached from the device's shaft. It was not possible to see the condition of the shaft. A manufacturing record evaluation was performed for the finished device u2101084 number, and no non-conformances were identified. According with the visual inspection of the photo, this complaint can be confirmed. The device was not returned, therefore, it would be difficult to speculate on root cause without looking at the physical device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.